Event description:
The caller reported that he received a tracheostomy tube that was cracked behind the flange. This tracheostomy tube was from a pt that was received by a transport, so the date of the insertion of the tracheostomy tube is not known. The tracheostomy tube was removed and pt was re- intubated without incident.

Manufacturer narrative:
The 8 dct tracheostomy tube lot# 0810000104 was received for evaluation. The failure investigation found the snap head was separated from the outer cannula. The reported failure was confirmed.